Event description:
Flow rate 4.0 ml/sec, 75ml contrast, omni paque 350, psi - 300 (not to exceed), medrad stellant dual head injector. When CT contrast was being injected per medrad stellant dual head injector into the bard PICC line (power groshong) the tubing to the line split open. The line had to be removed. Flow rate was 4.0 ml/sec - 75ml contrast (omni paque 350) was to be injected.